Manufacturer narrative:
Per authorized service personnel (asp) the gas delivery system was ordered to repair this unit. The asp found proximal pressure sensor range error. Multiple attempts were made to obtain additional information. The case was closed with no further information and will be reopened if new information is received.

Event description:
The customer reported a proximal line disconnect error, even though the line is connected. The customer contacted product support and requested service repair. The customer reported that the unit was in use on patient; but there was no patient harm reported.